Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to be within specification during testing. The reported condition 'adaptor was caught on fire and the outlet was scorched' , was not reproduced. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module was connected to a spectrum pump when the power adaptor of the spectrum pump caught on fire and the outlet was scorched. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. The user facility biomed manager indicated the issue may be a result of the positioning of the intravenous (IV) bags/medications directly above the electrical outlets which can drip down onto the plug/adaptors while they are plugged in. No additional information is available.